Event description:
A customer in the united states notified biomérieux of (B)(6) screen results for vitek®2 ast-gp75 test kit (reference 415670). The result was (B)(6) by polymerase chain reaction (pcr). There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed for a false negative cefoxitin screen (oxsf) for a mrsa strain wen using the vitek 2 ast-gp75 test kit (reference 415670) and software v08.01. The oxacillin (ox) mic = 1 on initial test and 0.5 when repeated. The described bioart rule in fsca 4018 would have triggered for the initial ox mic = 1 alerting the user for further instruction per their laboratory practices, but not on the repeat test where ox mic = 0.5. The customer reports this strain meets all the criteria as described in fsca 4018 and submitted the strain for investigation. The submitted strain was subcultured, and the identification was confirmed as s. Aureus. Testing included ast-gp75 cards from the customer's lot (2750725403) and a random lot (2750522203), as well as agar dilution (ad) as the reference method for ox, cefoxitin disk diffusion as the reference method for oxsf test and pbp2a. Testing was performed with vitek 2 software v7.01 and v8.01. Strain 911738 (2518005233): all four ast-gp75 cards tested (7.01 and 8.01) resulted in ox mics = 0.5 and negative oxsf tests. Ad mic = 0.25 while cefoxitin disk was resistant (20 mm). Clsi breakpoints >/= 22(s) and </= 21 (r). Pbp2a was positive for meca. Ox mics are in essential agreement with the reference method, however the oxsf results are not, thus duplicating the customer's reported issue. A review of the graph wells shows no growth in the oxsf wells.